Event description:
Reporter alleged obtaining discrepant back to back glucose results in the morning and evening of the same day on the compact plus system. Reporter stated values in the morning were 39 mg/dl versus 111 mg/dl and in the evening measured 482 mg/dl versus 229 mg/dl. Reporter indicated both comparative tests were performed 1 minute apart on the system and she was not experiencing any hypoglycemic or hyperglycemic symptoms during the times of the testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.